Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the green tamper tube failed to present itself; when the physician tried to pull up on the angio-seal device the green tamp tube never exposed itself, and they had to cut it in half to try and extract that portion from the patients leg; the patient required close to 45 minutes of hold time to try and stop the bleeding; they thought they had the bleeding stopped but the patient still appeared with a massive hematoma; eventually they needed stents to close up the cfa; the patients cfa had a pretty sizable dissection; ir intervention with a covered stent to keep open the cfa; the procedure was not a success; and the patient was reported to be in good condition. Additional information was received on july 21, 2017. The procedure outcome was not a success sue to hemostasis was not achieved and the patient continued to bleed. There were no other devices or equipment used with product. The amount of blood loss is unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results and to include result code. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One used 6fr angioseal vip device was received for product analysis. No accessory components were returned. The returned device was subjected to visual analysis where a blood like substance was observed. The hemostatic sheath and carrier tube appeared to be cut approximately 1.53" from the distal end of the hemostatic hub. The deployment sleeve was in the rear lock position with the color bands exposed. A small portion of the suture could be seen jutting out from the hemostatic sheath. The distal tip of the hemostatic sheath was observed and a sliver of the anchor could be seen. A pin gauge was used to dislodge the anchor and suture. No other anomalies were noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.